Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 16mm amplatzer septal occluder was selected for implant. During the procedure, the device was navigated through a 9f amplatzer delivery system, however it deformed into a bulbous shape and did not achieve the desired orientation. The device was exchanged for a new 18mm amplatzer septal occluder, which was navigated through the same delivery system and also deformed into a bulbous. The procedure was abandoned and the patient was referred for surgical closure. The patient was reported to be in stable condition. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The reported event of bulbous deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.